Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was planned on being revised today, however, loss of capture (loc), increased thresholds, and a change in impedances were observed. Subsequently, the physician opted to explant this lead and successfully replaced it. No additional adverse patient effects were reported. This ra lead has not been returned for analysis.